Event description:
A revision surgery was performed due to reported instability as well as maligned humeral components placed in primary surgery. Patient experienced dislocation of joint.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.